Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that "during insertion of the IV catheter needles, the blood control valve failed", this caused leakage on a bd insyte autoguard bc. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: received two iag bc 22ga units within sealed packages from lot number 8005925. All components were intact. DHR review shows the lot was built and packaged on afa line 11 from 8jan18 to 14jan18 for the quantity of (B)(4) ea. All challenges, set up and in-process samples were performed according to the quality control plan and all passed per specifications. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components. The septum and actuators were present and assembled per specifications. Blood escape test was performed and no leakage beyond the septum was observed flashback test was performed on the needles, the liquid did no leak beyond the septum. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced in the event description. The failure described could not be confirmed or replicated in the laboratory. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that "during insertion of the IV catheter needles, the blood control valve failed", this caused leakage on a bd insyte¿ autoguard¿ bc. No serious injury or medical intervention was reported.